Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: I have another faulty IV line which keeps causing the pump alarm air in line. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. The sample was gravity primed, then it was attached to the pump to replicate the reported defect of the air bubbles. The sample was tested by running therapy, while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested and no leakages were observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. The reported defect was not confirmed. All available information was forwarded to the supplier for further evaluation. Based on the results of the sample evaluation, the product met internal specifications. An exact root cause could not be determined, however, possible factors include inadequate priming of the IV line, infusion of cold solutions which may exhibit air bubbles as the fluid warms up, incomplete filling of the drip chamber during priming, etc. Five retains passed internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.